Event description:
It was reported that patient with stroke was treated successfully. However, the next day patient had second stroke and had to be retreated. Physician performed thrombectomy procedure to remove the clot. During the procedure the operator found the radiopaque marker of the subject guide catheter in the m1 segment from the first procedure. Attempts were made to remove the marker but were unsuccessful and was left inside the patient¿s anatomy. There was surgical delay reported during the procedure.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported events: ¿patient stroke¿, ¿ro marker(s) detached separated/not visible under fluoroscopy¿, ¿un-retrieved device fragments¿, ¿patient vessel thrombosis¿.

Event description:
It was reported that patient with stroke was treated successfully. However, the next day patient had second stroke and had to be retreated. Physician performed thrombectomy procedure to remove the clot. During the procedure the operator found the radiopaque marker of the subject guide catheter in the m1 segment from the first procedure. Attempts were made to remove the marker but were unsuccessful and was left inside the patient¿s anatomy. There was surgical delay reported during the procedure. Update: additional information was received on 05-dec-2023 stated that the patient suffered the second stroke post-procedure where the clot was removed doing a thrombectomy procedure. The operator found the radiopaque marker of the subject guide catheter in the m1 segment. Attempts were made to remove the marker but were unsuccessful and was left inside the patient¿s anatomy. So, the patient needs to use double antiplatelet in the future. No additional information available.

Event description:
It was reported that patient with stroke was treated successfully. However, the next day patient had second stroke and had to be retreated. Physician performed thrombectomy procedure to remove the clot. During the procedure the operator found the radiopaque marker of the subject guide catheter in the m1 segment from the first procedure. Attempts were made to remove the marker but were unsuccessful and was left inside the patient¿s anatomy. There was surgical delay reported during the procedure. Update: additional information was received on 05-dec-2023 stated that the patient suffered the second stroke post-procedure where the clot was removed doing a thrombectomy procedure. The operator found the radiopaque marker of the subject guide catheter in the m1 segment. Attempts were made to remove the marker but were unsuccessful and was left inside the patient¿s anatomy. So, the patient needs to use double antiplatelet in the future. No additional information available. Update: additional information received on 31-mar-2026 stated that the inability to remove the metal ring has caused permanent weakness or paralysis, especially on the left side of the body. Increased muscle stiffness, particularly in the left hand, frequent fainting and high risk of falling, including previous falls downstairs, and permanent physical, neurological, and psychological impairments.

Manufacturer narrative:
B5 executive summary - updated. D4 - gtin - corrected. F10 / h6 clinical signs code grid- health effect - clinical code - updated.